Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation valve disconnected from the catheter on the date of placement.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the exterior of the sample found the cap was detached from inflation funnel. The edges of the inflation funnel were smooth and regular. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the inflation valve disconnected from the catheter on the date of placement.